Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # unknown, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0aue6, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A consumer reported the patient had a shocking sensation. The patient had an unrelated surgery and the implantable neurostimulator (ins) was off for 10 days. Prior to turning the ins off, stimulation was not decreased. When stimulation was turned back on, the patient was shocked in their head and they yelled out. Stimulation was turned off and the issue was resolved. The shocking was not related to positional movement. The patient's indication for use is essential tremor and movement disorders. Refer to manufacturer report #3004209178-2015-21026.